Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The attached user facility report (B)(4) was received from the (B)(4) registry.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing intermittent audible alarms that occurred for a few days and during clinic visit. A flashing green power light and battery fuel gauge lights were noted when the system controller alarmed in clinic. Upon vad interrogation, it was noted that there were power cable disconnect alarms continuously, but most of them were not audible. Add'l info was received from a (B)(4) report (B)(4) indicating that the pt complained of an audible alarm at home. The pt's system controller was exchanged at the clinic; however, the alarm continued once the pt got home. The pt was then admitted for a percutaneous lead fracture. The alarm would occur when the pt was supported with batteries. All new batteries and clips provided and alarm resolved.